Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR due to unknown lot number.

Event description:
It was reported with the use of the unspecified bd¿ pen needle there was an issue with needle breaking off during use. The patient went to the hospital to have x-rays done and nothing was found in them. It happened again one or two days later and the needle was pulled out with tweezers.